Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient was placed on eliquis and plavix for six weeks followed by plavix alone as the patient is allergic to aspirin. Both the 45-day and 9-month follow-up visits were unremarkable. In (B)(6) 2023, the patient went to the hospital with chest pain. Transesophageal echocardiography (tee) was performed, and a mobile device related thrombus was observed on the closure device. The patient was placed back on anticoagulation medication and the thrombus resolved. The patient will continue on anticoagulation medication for a year and will be reassessed.

Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in (B)(6) 2023.